Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the rv pacing impedances were stable at approximately 400 ohms except for spikes to 855 ohms in the week of (B)(6) 2014, and 684 ohms the week of (B)(6) 2015. An alert for out of range subthreshold lead impedance occurred on (B)(6) 2015. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for impedance spike to high values. The lead was capped and replaced. No patient complications have been reported as a result of this event.